Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. All codes apply to product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient thought her lead wire was pulled out a little more. The patient stated that she switched to the left and felt very little stimulation, so the patient placed the evaluation back on the right side and turned up stimulation to 3.5 and confirmed it was comfortable. There were no further symptoms or complications reported or anticipated.